Event description:
The facility reported an infusion pump that constantly turns itself on and off and beeps. This incident was found during biomed testing. The facility's representative stated that no pt injury was reported on this pump since the last baxter service event.